Event description:
It was reported that during a unknown procedure, the device gripped the firing lever completely but would not cut. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
The device was returned in good visual condition and with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the firing trigger teeth were noted to be broken. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.